Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the patient received inappropriate therapy due to oversensing. The device was reprogrammed and device and lead are still in use. No further patient complications have been reported as a result of this event.